Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was inaccurate (approximately by 5 minutes every month, and at the time of the reported event, the pump time was off by 7 minutes). The customer declined to adjust the time with the assistance of tandem technical support, and declined to upload the pump data for a log review to be performed. There was no reported impact to customer's blood glucose.